Manufacturer narrative:
Pt info not provided as no pt was present. Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent rep reported software freezing after upgrade: fusion 1.3 to 2.1. There was no pt present.